Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported cardiac arrest during a hospital hemodialysis treatment. This is part of a system level review. A supplemental medwatch report will be submitted upon completion of the investigation. Please ref MDR #s: 2937457-2013-00207, 1225714-2013-02900, 1225714-2013-02901, 1713747-2013-00453, 8030665-2013-00617.

Event description:
It was reported by a member of the technical staff that "the pt coded on the machine" during a hemodialysis treatment in the hosp, date unk but approx "1.5 months ago". Cardiopulmonary resuscitation was required. The pt was intubated and transferred to the intensive care unit where she underwent crrt (continuous renal replacement therapy) which was discontinued (time-frame unk). The pt is reported by the rn to have "had a very bad heart, poor valves and a-fib" (atrial fibrillation) prior to the event.